Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support and the occlusion was found to be within the cartridge. Reportedly the customer was using the infusion set for 3 days. Tandem clinical support informed the customer that using the infusion set for 3 day¿s is off label per the tandem user guide. Customer¿s blood glucose level was 190 mg/dl.